Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysf unction/sacral nerve stimulation. The consumer reported that she got the new patient programmer (pp) she was sent and the stimulation was on at 4.5v but she felt no stimulation and did not get relief. The patient had not had relief since 2015. It was also noted that the patient had a car accident in aug 2015 but she had an x-ray and the health care professional (hcp) told her everything was ok with her implant. The patient was concerned because she did not see a check mark and a number indicating what program she was on. Patient services explained that it was because the pp was new and the patient only had access to the program she was on. The patient was able to increase stim to 4.7v and she felt stim for a moment but then it went away. Additional information was received from the patient on 2016 (B)(6) . It was reported that the patient had her previous system replaced due to loss of therapeutic effect. The patient stated that when a manufacturer representative looked at it they said it was all boogered up somehow so they had to go back and re-do it. The patient also claimed the representative stated that they were able to put in 4 leads and that the healthcare professional did a good job with the replacement. The replacement surgery took place on 2016( B)(6) and the patient at the time of report was still having concerns with loss of stimulation sensation and loss of therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.